Manufacturer narrative:
The remote application specialist (ras) interviewed the customer who reported when searching, at approximately 0550 hours on (B)(6) 2025, a yellow level alarm for hr 47<50 was displayed in the sector 3302-1; however, no alarm was heard from the speaker. When using the clinical audit trail (cat) to search for the patient, where patient/device was admitted/assigned, they are not listed in the alert sound entry. However, the alert sound was noted at the same time for host: rrc1s(reference center), when using the bed label as the search by. The ras dispatched a technical consultant (tc) onsite to pull configuration files, logs, and perform a function check. The tc assessed the situation and escalated to a national support specialist (nss) and philips clinical application specialist (cas). Summary of technical investigation: the philips clinical and technical teams completed their review of the data collected by the philips tc for escalation case. Based on the findings outlined below, the philips central station worked as designed, configured, and operated. A member of the philips business unit (bu) clinical team reviewed the central station logs, alarm strip, and additional data collected by the philips tc. Please see the findings that are summarized below: 1. A short yellow hr alarm that generated at 05:49:02 on (B)(6) 2025. The sound played 1 second later at the central station. 2. The central station is configured for short yellow hr alarms which means the sound plays for 6 seconds (2-3 beeps) only. 3. Alarms are detected and generated by the mx40 even if the screen on the mx40 is not active are sent to the central station. 4. Information from mx40 c.01 instructions for use (IFU) part number 453564931761-page 95 rev. C.01 yellow arrhythmia alarms: yellow arrhythmia alarms are short yellow alarms specific to arrhythmia-related patient conditions. Depending on your information center configuration, they may be shown with one or two stars. The heart rate alarms (hr high and hr low) can be configured as short yellow or standard yellow alarms. When they are standard yellow alarms they exist independently of the other arrhythmia alarms, and no timeout periods apply. Warning: when arrhythmia analysis is on, all yellow ECG and arrhythmia alarms are short yellow alarms (one star). This means that the alarm tones (if volume is on) are active for six seconds only, after which the blinking numeric and the alarm message remain for up to three minutes after the condition ends. The only exception to this are the hr high and low alarms which can be configured as standard yellow alarms. Red alarms behave as usual. If the complaint is that the sound is too short and the staff want the sound to persist as long as the patient is out of alarm limits, hr alarms can be configured to standard yellow alarms. With their current configuration, they are set to red latched for audible (and visual) alarms; the yellow sound would play as long as the hr was in violation and stop when the patient is no longer in the hr alarm condition without user interaction. Based on the information available and the logs provided, the unit operated as designed, configured, and operated. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The philips remote application specialist (ras) interviewed the customer who reported when searching, at approximately 0550 hrs on (B)(6) 2025, a yellow level alarm for hr 47<50 displayed in the sector 3302-1; however, no alarm was heard from the speaker. When using the clinical audit trail (cat) to search for the patient, where patient/device was admitted/assigned, they were not listed in the alert sound entry. However, the alert sound was noted at the same time for host: rrc1s (reference center), when using the bed label as the search by. The ras dispatched a philips field service engineer (fse) onsite to pull configuration files, logs, and perform a functional check. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station did not alarm when the patient's heart rate (hr) was below the alarm limit of 50. The device was in use on a patient at the time of the event, there was no adverse event reported.